Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced inaccurate cgm values. The event occurred the day of sensor insertion in the arm. At 5:00 pm on (B)(6) 2025 the cgm value was 83 mg/dl. No bg finger stick (bg fs) occurred. The patient ate an orange and salad which she expected would raise her bg level, however the cgm value decreased to 70 mg/dl. No bg fs occurred and she ate 3 spoonful of sugar and drank water. Symptoms included lethargy, sweating, dizziness, and an inability to think clearly. Her son transported her to the emergency room (ER) at 7:00 pm. The bg fs by the nurse was 42 mg/dl and the cgm value was 70 mg/dl. She was treated with unspecified IV medication to stabilize her bg level, and ate graham crackers and drank orange juice. She was monitored for several hours and discharged at 3:00 am on (B)(6) 2025. At the time of the call she had recovered and felt better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.